Event description:
The pt reported unuseable sound from the implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery has not been scheduled at the time of this report. The healthcare prof has been informed that the explanted device should be returned to cochlear corp.